Manufacturer narrative:
(B)(4), date sent: 03/31/2021. As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information was requested, and the following was received: does the surgeon believe that there was an alleged deficiency of the tlc75 device or the tx60b device that contributed to the reported issue or was these issues associated to the condition of the patient¿s tissue? No.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was received: does the surgeon believe that the there was an alleged deficiency of the tlc75 device? No. What does the surgeon believe to have caused or contributed to the leak? Patient tissue conditions and/or surgical technique. Does the surgeon believe that the patient¿s tissue condition (ischemia) caused the leak? Potentially. Did the patient receive any preoperative chemotherapy or radiation? No. What color reloads were used and what was the sequence of the firings? All blue. What anatomical structures was the device fired on? See above for a detailed. Description of the 3 surgeries. Were other stapling or suturing devices used when creating the anastomosis? Stapled with tlc75 blue, oversewn with 3-0 silk interrupted suture. How was the common opening closed? Tx60b. Were there any issues experienced with the device in the initial surgical procedure? None reported. Was the device difficult to assemble/close? No. Was the device difficult to fire; was the force to fire higher than expected? No. How was the integrity of the anastomosis checked intraoperatively? Visually with manual manipulation. How many days postoperative was the leak confirmed? 1st to 2nd, 9 days. 2nd to 3rd, 3 days. How was the leak identified? Visually. Was the site of the leak identified? If so, where and what was observed? 2nd surgery, on the anastomotic staple line. 3rd, on the common otomy staple-line. Was it leaking through the staple line? Yes. Were any malformed staples or missing staples identified? If so, please describe the shape and location. No. What was done in the reoperation? See above for a detailed description. Is the colostomy temporary or permanent? Planned temporary. What is the current status of the patient? Remains admitted to the hospital but stable. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that this patient was originally taken to the operating room by the reporting surgeon, dr. (B)(6). On (B)(6) 2021 he performed a segmental small bowel resection involving the distal portion of the ileum and the proximal right colon. The anastomoses was constructed by a single tlc75 blue staple firing. The common otomy was closed with a tx60b. The anastomosis was oversewn with 3-0 silk interrupted sutures. He brought the patient back on (B)(6) 2021 for an ¿anastomotic breakdown¿. He noted a leak in the anastomotic staple-line. No malformed staples were noted. He removed the anastomosis with tlc75 blue x 2. One proximal to the anastomosis in the ilium and second along the right colon. The anastomosis was performed with an additional tlc75 blue. The common otomy was closed with a tx60b and the anastomosis was oversewn with 3-0 silk interrupted sutures. The patient was brought back to the operating room by dr (B)(6) on (B)(6) 2021. He found a ¿large staple line leak¿ at the common otomy staple line. No malformed staples were noted. The entire anastomosis was removed and a temporary ileostomy was performed. The patient is currently still admitted but is stable.